Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery while on a flight. Customer's blood glucose (bg) level was 255 mg/dl. It was confirmed that the customer had an alternate pump available to address bg level and for alternate insulin therapy.

Manufacturer narrative:
Correction: added serial number (B)(4); deleted serial number (B)(4).